Event description:
It was reported to philips that the x-rays were randomly disabled during procedures. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the x-ray was disabled randomly during the procedure. Review of the system log file confirmed the malfunctioning of image processing pc(ippc). Upon inspection, the rse determined that the issue was occurring due to an issue with the image disk which results in a lack of fluro storage and therefore the xray being disabled. The rse suggested the philips field service engineer (fse) to attend site and carry out a resolution process, however no action was performed on this case. Later the issue reoccurred on 4th april 2023, the fse replaced the both image drives in frontal ippc, recreated image store for frontal and lateral channels. After replacement of the hdd's, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.